Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4) . According to the available information the inflatable penile prosthesis was implanted on (B)(6)2020 and revised on (B)(6)2020 due to leakage. Additional information received indicated: ¿tubing leak (tear)¿. The existing reservoir was not explanted.¿ the device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
A titan otr pump and two cylinders were received for analysis. A group of striations, indicating contact with unshod instrumentation, were noted on the inlet tube of the pump. This was a site of leakage. A separation, with adjacent confined abrasion, was noted on the exhaust tube of cylinder 2 near the connector. This was a site of leakage. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the exhaust tube of cylinder 2 indicated that the tube had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the inlet tube of the pump occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing leak (tear) were reported. The device was revised. The existing reservoir was not explanted.